Event description:
During a total laparoscopic assisted vaginal hysterectomy procedure while using the halo pks cutting forceps, the halo went into regrasp, the artery was not sealed and got cut. The jaws were released and significant blood loss occurred. The bleeding was temporarily stopped with the halo jaws and then the procedure was finished with standard cutting forceps and sealed the artery. There was no further pt issues.

Manufacturer narrative:
The device was returned with the top jaw bent upwards, so that just the proximal ends (back) of the jaws make contact with each other. There is visible damage to the electrode insulation which may have occurred due to the orientation of the top jaw. Due to the condition, the device was received in we cannot perform functional testing with any certainty. The jaw cannot be bent back into proper orientation to perform a proper eval of the complaint. We cannot determine how the jaw became bent; it would not have left the manufacturing plant in this condition.